Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet, resulting in loss of cgm readings and dosing suspension notifications; the user toggled cgm settings, with a fingerstick value of 245 mg/dl manually entered into the pump. The user reentered the sensor code and ultimately replaced the sensor and re-paired. Customer care provided support that included guided troubleshooting and sensor replacement with reentry of the pairing code to restore connection. Investigation of this case revealed a pairing failure between the dexcom g7 sensor and the ilet that was resolved by replacing the sensor and reestablishing pairing. Symptoms included hyperglycemia and irritability. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that user-guided reconnection and sensor replacement are effective mitigations for isolated pairing failures.